Event description:
It was reported that device would not respond to interrogation attempts. The patient was hospitalized due to symptomatic bradycardia. The device was removed and replaced. No further patient complications have been report as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.